Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient with an implantable pump. It was reported that the patient's implanted pump site was infected and that a post-operative infection occurred. It was unknown if the issue was resolved at the time of the report. When asked if there were any environmental/external/patient factors that may have led to or contributed to the issue or if any diagnostics/troubleshooting was performed, it was stated that they were unable to reply to such technical questions. The patient's medical history included brain damage. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the reported staff did not provide if a surgical intervention occurred. It was unknown if the infection resolved and the status of the pump was also unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.